Event description:
It was reported the flex video scope had an e315 unsupported scope error. The issue was discovered during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was unable to be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit, the image is not displayed a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.